Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) unknown zimmer implant for evaluation. Visual evaluation was performed, the implant had bone debris on the external threads. There was damage to the implant. The implant was fractured at the collar. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer implant is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the material selection of implant inadequate (unable to withstand occlusal forces or long term loading). Therefore, based on the available information, a device malfunction did occur. The implants collar was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
The patient came to the clinic for mobility of implant #27. Removal of the crown: fracture of the implant collar and was removed. Procedure not completed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided a4: patient weight unknown / not provided d2: type of the device unknown / not provided d4: additional device information unknown / not provided d6: implant and explant date missing e1: email address and phone number unknown / not provided g4: premarket identification unknown / not provided h4: device manufacturer date unknown / not provided.